Event description:
Additional information was reported from the consumer. The patient reported that the issues of having to recharge every day, losing coupling during recharging, and the ins losing charge quickly have been resolved. It was noted that the patient's healthcare provider (hcp) kept working with the ins to resolve the issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome - other. It was reported that the patient was frustrated with recharging. She had to recharge every day, lost coupling during recharging, and the implantable neurostimulator (ins) lost charge quickly. The battery level dropped from 3/4 to 1/2 overnight. The patient noted this had been occurring since about 2 weeks ago, however, later in the call, the patient said it had been occurring off and on since about a month after she "got it in." The patient noted it seemed like it had been about 2 months, probably (B)(6), that she had to recharge every day. The patient mentioned that they had put it on program c, that it used to be on a different one, and she had to keep it "on 200."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.